Manufacturer narrative:
(B) (4).

Event description:
The pt experienced sudden pain around the ear at the location of the lead and extension implantation. The pt was started on antibiotics and the pain subsided. A follow-up report will be sent if additional information becomes available.